Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 15-apr-2016 and forwarded to bayer on 04-aug-2016. The consumer's medical history included suspected nickel allergy. On (B)(6) 2014 the consumer had essure (fallopian tube occlusion insert) inserted. There was complication during insertion. The patient almost fainted after insertion, she stayed three hours after insertion, her blood pressure was too low, she was very white and she had problems for two to three days. In (B)(6) 2014 the consumer experienced legs pain, groin pain, tiredness, brain fog, swollen breasts, continuous feeling that she was going to have her period, and tingling. The influence of essure in her daily life included problems with movements, problems with daily tasks and relation and/or family problems. She contacted a doctor. Blood test, breasts examined and it was noted suspected stress or menopause. On (B)(6) 2016 essure and fallopian tubes were removed. Consumer was recovering. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and almost 3 years later, she had essure and fallopian tubes removed. Medical device removal is listed in the reference safety information for essure. In this case, the consumer experienced pain in groin and legs. However, it is not clear if these pains were the reason for essure removal. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and almost 3 years later, she had essure and fallopian tubes removed. Medical device removal is listed in the reference safety information for essure. In this case, the consumer experienced pain in groin and legs. However, it is not clear if these pains were the reason for essure removal. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.